Event description:
It was reported that an ilet user stopped seeing cgm readings on the pump for over 30 minutes after a dexcom transfer, which was traced to an incorrect pairing code that was corrected, after which glucose readings resumed; the pump¿s dosing algorithm was confirmed active and a follow-up confirmed glucose returned to range. The user was advised to consult their healthcare provider regarding any outside insulin and to disconnect from the pump if administered. Investigation included customer support troubleshooting, verification of device pairing, review of algorithm dosing steps, and follow-up calls. Further investigation of this case revealed user-related pairing code error that delayed cgm data transmission to the pump, with normal dosing function once corrected and subsequent return of glucose to range. It was concluded that, based on previously established findings for similar reports, the event was due to an initial cgm pairing mismatch rather than a device malfunction. The symptoms the user experienced during the event included nausea and grogginess. Outcomes included transient hyperglycemia without hospitalization or medical intervention documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.